Event description:
It was reported to boston scientific that as the gold probe hemostasis catheter was being removed from the scope, approximately 2 cm of the tip of the probe broke off. The tip was located in the patient's mouth, there was no harm to the patient.

Manufacturer narrative:
The suspect device has been disposed by the user facility; therefore, a device evaluation will not be performed.